Event description:
The reporter stated that he did back to back blood glucose tests in a fasting state. The tests were done within five minutes, using separate fingersticks. His results were 184 and 45 mg/dl. He was not having any symptoms. He is not on insulin, takes micronase 4 times a day. The reporter checks the confirmation dot for enough blood, cleans meter about every week. A control test was not done since the reporter's control solution was expired. He will call back after obtaining control solution if any further problems.